Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip, battery tube threads and scratched display window noted during visual inspection.

Event description:
The customer reported that her insulin pump was not functioning and she took a manual injection and her blood glucose went up. The customer stated being hospitalized due to high blood glucose. The caller was wearing the insulin pump at the time the paramedics were called. The customer stated that she was in the middle of nowhere when rushed to the hospital while riding the (B)(6) train to her grandmother's funeral. The customer stated that she went to her parent's home, broke her foot, and had neuropathy. The caller also mentioned that she slipped at her parent's house and broke also her arm. No further information was provided.